Event description:
It was reported that a healthcare professional experienced an occlusion alarm on a non-baxter pump during infusion. A non-baxter primary set and clearlink secondary medication set were being used to infuse antibiotics prior to performing the procedure. The alarm occurred after the medication was started on the clearlink set. The secondary set was replaced with a new one, and no further issues occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use was performed, passing successfully as the device primed and flowed normally. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.